Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. Isi has requested for the mcs tip cover accessory and mcs instrument to be returned for failure analysis investigation. However, as of the date of this report, isi has not received the instrument accessory or instrument for evaluation. A follow-up MDR will be submitted if additional information is received about the event. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The instrument logs reveal that a mcs instrument (part #470179-10; lot #n13200420-0061) was used for approximately 49 minutes during the procedure. Another mcs instrument (part #470179-19; lot #n12200803-0203) was installed during the procedure but was not used. All other instruments used during the case have not been used in subsequent procedures. As of 16-nov-2020, a review of the site's complaint history does not show any additional complaints related to this event. This complaint is being reported due to the following conclusion: the mcs tip cover accessory was damaged due to arcing and had holes/tears on the gray silicone area with no evidence or claim of user mishandling/misuse. There is no evidence that a serious injury occurred. The tumor was allegedly injured due to the arcing and began to bleed. However, the tumor was removed as part of the planned procedure and no other injury was reported.

Event description:
It was initially reported that during a da vinci-assisted donor nephrectomy procedure, electrical energy allegedly arced through the side of a monopolar curved scissors (mcs) tip cover accessory that was installed on a mcs instrument. The electrical energy reportedly hit the tumor and the tumor began to bleed. The surgical staff had to stop the bleeding. However, it is unclear what medical intervention was administered to control the bleeding and if the tumor was removed as part of the procedure. The surgical staff replaced the mcs instrument and mcs tip cover accessory. The patient¿s current status was noted as ¿stable.¿ at the time the event was reported to intuitive surgical, inc. (Isi), the case was still in progress. On 16-nov-2020, the isi clinical territory associate (cta) was contacted, and the following additional information regarding the reported event was obtained: the isi was not present during the case but was called into the operating room after the alleged arcing event occurred. The cta spoke to a nurse and the surgeon about the incident. The surgical staff inspected the instruments and accessories prior to use and no issues were identified. The site occasionally uses lubricant with the mcs instruments. However, she did not know if lubricant was used during this particular case. The surgical staff always uses the installation tool to install a mcs tip cover accessory onto a mcs instrument. The surgical staff claimed that in this case, the mcs tip cover accessory was properly installed and no orange parts of the mcs instrument were exposed. The cta also did not know what generator settings were used during the case although she indicated that the surgeon typically uses ¿3¿s¿ across the board. No issues were identified with the grounding pad. According to the cta, the arcing event occurred while the surgeon was dissecting tissue and no other instruments were in close proximity at the time. There were no reports of any instrument collisions. Electrical energy allegedly arced to the tumor and minor bleeding was observed. No blood transfusions were administered. The tumor was removed as part of the planned procedure and no other injuries were reported. The surgical procedure was completed robotically. The surgical staff was instructed to send the mcs instrument and mcs tip cover accessory back to isi for evaluation.